Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain. It was reported that the communicator was rattling since something was loose inside of the communicator. The patient said that the communicator was working still now, but they were afraid of the communicator not working. Agent sent a request to repair to replace the communicator. When asked for the event date, patient said that they thought it was over the weekend and that they thought it was sunday.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 15-apr-2022, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose and rattling, passed bench test, and passed final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.